Manufacturer narrative:
(B)(4). D10: concomitant medical device - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day the sensor was inserted, the patient woke up during the night because the insulin pump was beeping. The insulin pump was displaying 171 mg/dl. The patient took a finger stick reading and it was 37 mg/dl. The patient went to wake up her children and ended up passing out. The patient's daughter gave her baqsimi nasal spray and called 911 at 9:39pm. When paramedics arrived, they checked a bg and the value was still low. They did not provide the patient any additional treatment. She started to come to and was taken to the hospital. At the hospital, she was not given additional medication but was sent home the same night at midnight. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.